Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0012425597); product type: 0195-heart valves; product ID: d-evolutfx-34 (lot: 0012472513); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure into a patient with a perimeter of 91.8, a pre-balloon dilation was performed with a 22 mm non-medtronic balloon. Upon the initial deployment, the valve appeared constrained. The valve was recaptured and redeployed. A possible infold was noted on the non-coronary cusp (ncc) side. Imaging in different projections was performed to confirm the possible infold. The valve was recaptured and removed from the patient. A balloon dilation was performed with a 23 mm balloon and a new valve was successfully implanted. A longer procedure time occurred while a new valve was loaded and a larger balloon was found to pre-dilate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no misload observed on fluoroscopy inspection. Per the physician, there was a nodule of calcium at the annulus of the non-coronary cusp (ncc) and the left coronary cusp (lcc) that may have contributed to the infold.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: an incomplete set of intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient¿s perimeter measured 91.8 millimeter (mm) suggesting a 34mm evolut. Fluoroscopic valve load inspection was performed and confirmed a good load. The dataset is incomplete and images of the infold were not included therefore it is not possible to validate infolding for this event. The images showed an evolut deployed just prior to the point of no recapture at a depth of approximately 3mm on the non-coronary cusp in the cusp overlap view, and 6mm on the left coronary cusp in the lao view and no signs of infolding. Images of the fully released valve were also not included. Due to the lack of evidence, this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.